Event description:
As stated by the customer on (B)(6) 2011: alenti castor broken off in leg. Replaced leg assembly left / right. No incident risk / no pt involved.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.